Manufacturer narrative:
Date of event is unknown as it was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that an unknown number of patients presented with light diffuse lamellar keratitis (dlk) post treatment. During follow the up account reported that none of the patients required flap lift and rinse but they were treated by increasing the steroids regimen. Requested information about amount of patients however, at the time of this report no info has been provided.